Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was at the elective replacement indicator (eri) consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.